Manufacturer narrative:
Other relevant device(s) are: product ID: enlw1613c124e, serial/lot #: (B)(4), ubd: 12-jan-2014, UDI#: (B)(4). (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
An endurant bifurcate stent graft system was implanted in the endovascular treatment of a >50mm abdominal aortic aneurysm. It was reported that the patient presented emergently on the 8 years and 3 months later with complaints of abdominal pain. A CT performed revealed a hematoma and laboratory diagnostic tests confirmed the patient was experiencing blood loss consistent with a ruptured aneurysm. There was no endoleak visible. Intervention was performed on the same date and a non-mdt stent graft was implanted as treatment. As per the physician the cause of the event can not be determined. No additional clinical sequelae were reported and the patient will be monitored.

Manufacturer narrative:
Evaluation summary: the reported ruptured aneurysm was not confirmed on the films received; therefore the cause of the event could not be determined. Lack of pre-implant CT¿s did not allow for a thorough assessment of the pre-implant anatomy. Endoleak interrogation via selective angiograms (injecting from different levels within the stent graft) to help determine the source and rule out other potential endoleak sources was not seen. The cause of the patients abdominal pain and blood loss could not be determined but rupture of the aneurysm could not be ruled out. No obvious stent graft integrity issues were observed on the films provided. If information is provided in the future, a supplemental report will be issued.